Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal failed to deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was unable to performance because the lot number was not reported and the specific product lot cannot be identified from the ship history. Cs surgery was contacted for ship history. According to their system, there were no records found for any (B)(4) shipped to the account during the time frame 10/27/2015 to 10/27/2016.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal failed to deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.